Event description:
A malfunction alarm was reported, identified as malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level, which was reported at 11.9 mmol/l, within the normal range. The customer had not reset the pump prior to contacting support, so technical support provided guidance on how to reset the pump, successfully resolving the issue without a recurrence. The customer was advised to continue using the pump and to report any future malfunctions.